Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 100% de novo lesion was located in a moderately tortuous and severely calcified unspecified artery below the left knee. The physician advanced the 1.5mm x 20mm sterling es balloon catheter. On the first inflation the balloon was partially inflated to 8atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 100% de novo lesion was located in a moderately tortuous and severely calcified unspecified artery below the left knee. The physician advanced the 1.5mm x 20mm sterling es balloon catheter. On the first inflation the balloon was partially inflated to 8atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the sterling es balloon catheter was returned with dried blood present in the shaft and balloon. A visual and microscopic examination revealed a pinhole in the balloon material approximately 14mm from the tip of the balloon. Microscopic examination of the distal end of the device revealed tip damage. Further examination of the surrounding balloon material and tip of the device did not reveal any irregularities which could have contributed to the formation of the pinhole or the tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).